Manufacturer narrative:
Philips service formatted the image disk and restored the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the image disk was full, and the system was unable to store images on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.